Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the system pcb and user interface pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently illuminate its service led and boot-up to a white display. This is indicative of a device lockup condition that could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.